Event description:
The customer observed a false positive troponin-I result for one patient on the architect i2000sr analyzer. Troponin was prescribed after chest pain, due to high troponin results the patient was hospitalized in emergency (transported by ambulance). The following data was provided: 0.674, rerun at 0.632 ug/l. The patient was negative on another method. The patient was hospitalized, ran a battery of tests, including an ECG, and reran the troponin assay twice, but there was no further impact on patient management.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of historical and complaint data, a review of labeling, and accuracy testing. Review of the data did not identify any product issue or adverse trend. Labeling was reviewed and found to be adequate. An internal troponin panel was tested and the specifications in the protocol were all met, which demonstrates that the assay can accurately detect a known concentration of troponin-I. Based on the results of this investigation, no malfunction or deficiency was identified.